Event description:
The customer reported that during a procedure, a metallic piece fell off of the device. The piece did not fall into the pt cavity. There was no pt injury. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.